Event description:
Lint develops when using the towels.the wires used for cardiac interventional procedures stick to the towels and there is towel debris particles attached to the wire when that happens. Original surgery was an interventional cardiac procedure.